Event description:
It was reported there was a cassette not attached alarm. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event have been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, the visual inspection found a degraded downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.